Manufacturer narrative:
The customer reported that the telemetry system (wep) device was booting to a "system diagnostic check" screen that displayed a "main board failure" error message. The customer sent the unit in to nihon kohden for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the telementry system (wep) device was booting to a "system diagnostic check" screen that displayed a "main board failure" error message.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the telemetry system (wep) device was booting to a "system diagnostic check" screen that displayed a "main board failure" error message. The customer sent the unit in to nihon kohden for evaluation. The unit was cleaned and evaluated. The reported problem could not be duplicated through testing, trouble shooting, and extended operation of the device. The unit booted up to the patient monitoring software as it should and all receivers were working properly. Review of the device history indicates no previous cnd status. The unit was tested per the operator's manual and the results were recorded on the maintenance check sheet. The unit operates to manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.